Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device gets hemostasis issue. Another device like device was used to complete the case. Requested additional information, but not yet received.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Added additional information the device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified. There were no anomalies noted with the functionality of the device.